Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperative from laparoscopic bariatric surgery, the reload could not be fired. The surgeon was able to press the green button but the handle could not be squeezed. Another reload was used to complete the case. There was no patient injury.